Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced infusion set not adhering issue while playing sports on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Patient city: houghton le spring. Patient country: united kingdom.